Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, improper shutdowns, which was reproduced. The messages were confirmed through a review of the event history log. The intermittent shutdowns were found to be caused by a failing power cord which did not have voltage direct current functionalilty to provide power to the device. The device had dc function but no ac function with the customer supplied power cord. The failed power cord was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced intermittent shutdowns. It was also reported there was no patient involvement.